Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 6 days post implant of this 30 mm mitral annuloplasty band, the band was explanted and replaced with a 28 mm annuloplasty band of the same model. The reason for explant was not reported. No adverse patient effects were reported.